Event description:
Related manufacturer reference numbers: 2017865-2022-10356. It was reported that the patient presented in clinic for follow-up. It was previously noted that the right ventricular (rv) lead exhibited low pacing impedance, noise and r-wave amplitude variation. Insulation damage was suspected. It was also reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Both the pacemaker and the rv lead were explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The device was received in one piece with battery voltage above elective replacement level. Electrical tests including noise test, thermal and mechanical stress, and longevity assessment were normal with no anomalies found.